Manufacturer narrative:
Unit passed displacement test. However, unable to prime unit during the prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was over 200 mg/dl. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.